Event description:
It was reported that, during the implant procedure of this left ventricular, loss of capture was observed. The lead was repositioned and the issue was resolved. This lead remains in service. No further adverse patient effects were reported.